Event description:
A customer contacted baxter australia technical services and reported a system error 2367 on the homechoice (hc) cycler during dwell 3 of 4. The technical service representative (tsr) explained the alarm and had the hp close the clamps then cycle power to clear the alarm. The tsr reviewed alarm log and saw that a system error 2240 (air in line) alarm had occurred prior to the 2367 alarm. The tsr advised to discard the supplies and finish therapy with manuals. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded. A 510k number will not be provided in this report as the product code is unknown.

Manufacturer narrative:
(B)(4). This report for the se 2240 (air in set) was not confirmed due to a lack of sample, therefore, the root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).